Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot: 3443298 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The position of the cam when valve was received was 200mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted via l-p shunt on (B)(6) 2020 with unknown setting. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). In (B)(6) 2021 the patient's gait worsened. A shunt contrast was performed in (B)(6), and obstruction in the siphon guard was suspected. The valve was removed and replaced on (B)(6) 2021.